Event description:
The safestep is leaking. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.